Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08685 inches. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019 with blood glucose level was 463 mg/dl and treated with bolus and insulin drip at hospital. Customer also stated that they had positive results in ketones test, nausea, vomiting and abdominal pain. Customer reported that they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reports insulin exited at the quick release. The devices will be returned for analysis.